Event description:
Reporter stated the menu, up, and down buttons did not function correctly after the infusion device was exposed to water. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft components of the up button are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality fulfill the product specification.

Manufacturer narrative:
The event occurred in (B)(6).